Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing the device was unable to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical (B)(4); the malfunction was duplicated and was resolved by recalibrating the device's patient impedance. The device was recertified and returned to the customer. No product was returned to zoll us for evaluation. Analysis for reports of this type has not identified an increase in trend.